Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 1 sample was returned to sbdm, lot number is 6910211. Leakage test of received sample: sbdm found leakage on d.c cap + tube connecting point. Tensile strength test of received and retention samples: sbdm conducted tensile strength test for d.c cap + tube on both received sample and retention samples, the tensile strength of received sample was below spec but, all retention samples were in our spec. (2.5kgf). House sample inspection: sbdm inspected 9 pcs sample from lot 6910021, 6910211 & 6910281, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 6910211, no abnormality observed. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample, there was no similar complaint in the same product from other customer. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples provided. Root cause description: sbdm conducted inspection of received complaint sample and retention samples for leakage & tensile strength test. According to the leakage test, leakage was observed on d.c cap + tube connecting point. Also, according to the tensile strength test for d.c cap + tube connecting point of the received samples, the tensile strength of the point is less than the spec. (2.5kgf).there was no leakage and tensile strength was all in spec of the retention samples. The likely cause is that the tur-y set assembly line worker did not assemble d.c cap and tube properly. Therefore, it caused the complaint case. Rationale: sbdm has inhouse CAPA-20-005 in place to monitor trend. Corrective actions: sbdm conducted quality training on this customer complaint for IV set tur y-tube assembly line workers. Sbdm implemented tightened product & process monitoring and strengthening quality inspection for IV set tur y-tube manufacturing process.

Event description:
It was reported that the IV set tur y-tube leaked during use. CAPA# 20-005 was opened in response to this event. The following information was provided by the initial reporter: "leakage".